Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v567717, implanted: 2010 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to a loss of bladder control. The patient started to notice she was urinating more frequently at the end of last week. The patient could not feel stimulation, however it was noted that she was not feeling it before her symptoms returned. The patient was unable to adjust stimulation and the display showed a "call your doctor" icon. A power-on-reset condition was reported. Additional information has been requested, but was not available as of the date of this report.